Event description:
During a routine check of the iabp, the customer observed that the iabp generated an electrical test fails code #52 "drive transducer offset failure". No patient was involved.

Manufacturer narrative:
The company representative tested the iabp unit at customer's site and could not duplicate failure. Observed failure in error journal, failure occurred 4 times. Replaced the pressure transducer, 30 psia (p/n 0682-00-0076-01. Calibrated drive transducer. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. No patient injury was reported.